Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery alert and unexpected battery power loss anomaly due to blank display. Pump received with cracked case reservoir tube window corner and cracked reservoir tube window. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had battery randomly shuts off. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump rejects new battery. The device will not be returned for analysis.